Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpackaging of the 4.5x18mm ultra stent delivery system (sds), the shaft separated; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 4.5x18mm ultra sds was used to successfully complete the procedure. There was no additional information provided.